Event description:
It was reported that during cleaning and sterilization, the customer noted that one of the wires was frayed on the large needle driver instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with frayed pitch cable at distal idler. There was no damage found on the pulley and the clevis areas. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.